Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Event description:
An implantable pulse generator and two pacing leads were returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven months post device replacement. The cause of death has been requested but not received.